Event description:
Pt undergoing pci of rca, the stent was placed in the non-calcified non tortuous pda and mid rca. A third stent was to be placed in the pdl, but it was unable to pass through the proximal stent. The stent fell off the balloon in the right radial artery. Attempts to remove the stent were unsuccessful with snares. The stent was left in place. The pulse was intact and brisk with no compromise of the hand.